Event description:
Information received indicates the siderail will not latch.

Manufacturer narrative:
The technician found the siderail end tube was broken at the shoulder bolt. He replaced the siderail end tube to repair the bed.